Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer that the drive support cap of the insulin pump is loose the customer's blood glucose was 182 mg/dl. Troubleshooting was conducted. Advised customer to revert to their back-up plan. No further information was reported.